Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module subassembly was replaced to address the issue. The oxygen blending module subassembly was evaluated by the manufacturer's product investigation laboratory (pil) and found the oxygen blending module subassembly functioned as designed and operated without issue or error codes.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module subassembly was replaced to address the issue.